Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: updated h3, additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Engineering performed visual examination and the following was observed: there is curvature on sheath shaft. The liner partially expanded for approximately 2" in length from distal strain relief. The rest of the liner is unexpanded, and the distal tip is unopened. The strain relief is folded at approximately 0.75" from distal strain relief. The sheath is punctured at approximately 1.25" from distal strain relief with 2 valve struts protruding. There is no visible kink noted on the sheath. Engineering peeled away the strain relief and the following was noted: hdpe damage/stretching noted under strain relief at approximately 2.25" from distal comnut, and the sheath is punctured at approximately 2.5" from distal comnut. Functional testing was conducted by preparing and advancing the associated 29mm commander delivery system and the following was observed: the remaining liner fully expanded. The distal tip opened as designed. Minor hdpe stretching observed along the opening at the distal tip. As the sheath expanded as designed during the functional test, no applicable dimensional testing was performed. Imagery of the patient's anatomy was provided, and tortuosity was present in the patient's left access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath puncture was confirmed based on the evaluation of the returned device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. Available information suggests that patient factors (tortuosity), procedural factors (steep insertion angle, high push force) and/or user error (incomplete sheath insertion) likely contributed to the event as tortuosity was confirmed via the provided imagery and it was reported that "the perceived root cause was the sheath not being inserted up to the hub, and angulation during advancement. Contributing factors included moderately tortuous vessels and insertion at a steep angle." High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles, incomplete sheath insertion), these forces can further exacerbate damage to the strain relief - particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a left-transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, a 16fr esheath+ puncture was observed. The sheath had been inserted at a steep angle into the patient. The valve could not advance past the strain relief portion due to push force. The sheath had not been inserted up to the hub, and unintentional kinking occurred at the strain relief while advancing the valve. The delivery system and valve became stuck in the white strain relief section, resulting in the tip of the valve stent frame (~1-2mm) protruding through the sheath and a bent valve strut. The valve, commander, and sheath were removed as one unit, and a new system was prepared. The second valve was successfully implanted without issue. The patient remained in stable condition post-procedure, and there was no patient injury the perceived root cause was the sheath not being inserted up to the hub, and angulation during advancement. Contributing factors included moderately tortuous vessels and insertion at a steep angle.